Event description:
Reported due to death. The emboshield was deployed into the left internal carotid artery on 03/03/06. Patient had moderate vessel calcification and tortuosity. The physician stated that emboshield "device angiographically did not appear fully expanded despite moving into a straight segment of the left ica." Patient was admitted to a community hospital on 04/04/06 with a chief complaint of "altered consciousness." This patient was taking fluids poorly over the last 24 hours prior to admission, had memory loss, and disorientation. The patient was transferred from the emergency room to a medical/surgical unit. On 04/07/06, at the time the hospital staff was going to tak this patient's vital signs, they found the patient unresponsive and without a pulse. The patient expired. Cause of death is unknown.